Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Pt reported freedom 60 pump broke. (No further details as to how pump was broken provided.) Pt requested a new pump be overnighted. Unknown if pt was in process of an infusion or getting ready to do an infusion. Unknown if pt missed a dose, if there was an interruption to therapy or if adverse event(s) resulted due to product issue. Pharmacy replacing device. Device associated with event available for return. Pump serial number and maintenance due date unknown. No further info. Reported to (B)(6) by patient/caregiver.